Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during normal delivery. The insulin pump was not exposed to a high magnetic field. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.